Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received but investigation window does not reflect the alleged product at fault. Confirmation of the allegation could not be determined.